Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a farawave 31 mm catheter was selected for use. However, the guidewire got stuck. The catheter was replaced and the issue resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis, it was disposed.